Event description:
Report received that a patient had been discharged from an acute care facility. A manufacturer representative was asked to check the patient's device for a low battery. Further information was received that the patient was initially admitted to this facility because she had attempted suicide over the prior weekend. The device was reportedly later checked by a physician. The battery was found to be functional and there was no report of a device malfunction. The physician who checked the device could not make an assessment on the relationship between vns and the suicide attempt because she was not the patient's regular physician. No additional relevant information has been received to date.

Event description:
It was later reported by the patient's husband that it was believed that the patient attempted suicide due to the vns battery being low. However, the patient's physician evaluated the patient and informed the family that the attempt was not due to the vns battery, but other factors which were from the patient's childhood, per the husband. The physician informed the patient's family that the vns was working very well.